Event description:
The report from the descover database indicated that approx eleven (11) months after the index procedure the pt had an ae (ae#4) which was restenosis of the two previously implanted cypher stents. The target lesions for the index procedure were the mid lad (lesion31-2) which had a cypher 3.0/28 mm stent, and the distal lad (lesion #1-1) which had a cypher 2.5/18 mm stent. The pt's restenosis was treated by coronary artery bypass gradt (CABG) surgery. The pt had multiple adverse events (ae's ) post-index procedure. Ae#1: approx two and one-half (21/2) months after the index procedure, the pt had restenosis and a pci procedure to the mid lad (lesion # 1-2) and a de novo lesion in the proximal lad treated by the ptca. Ae#2: approx three (3) months after the index procedure, the pt had restenosis of the mid lad (lesion #1-2) which was treated by implantation of a taxus stent. Ae#3: the pt was re-admitted with chest pain and had a diagnostic catheterization done. There was no intervention (pci) done at this time. The event was reported to be unrelated to the device or other intervention. Ae#5: the pt was re-admitted approx fifty (50) weeks after the index procedure and had a pci done to the distal rca. The treatment was ptca only and was unrelated to the index procedure/device. The index procedure was reported to be an urgent procedure with the indication being a positive functional study for ischemia/silent ischemia. The pt was found to have >=50% stenosis in the native lad, circumflex, and rca. Lesion #1-1 the target lesion is the distal lad. The lesion was reported to be: native vessel, 2.5mm in diameter, 8,mm in length, a 70% stenosis lesion, with little or no calcium. The lesion was pre-dilated. A cypher 2.5/18 mm stent was implanted. Angiographic sucess was achieved. The residual stenosis was 0%. The flow pre and post-procedure was timi 3. There were no reported complications or device malfunctions. Lesion #1-2: the target lesion was the mid lad. The lesion was reported to be: native vessel, 3.0 mm in diameter, 20 mm in length, an 80% stenosis, a restenotic lesion, with little or no calcium. The lesion was pre-dilated. A cypher 3.0/28 mm stent was implanted. Angiographic success was achieved. The residual stenosis wa 0%. The flow pre and post-procedure was timi 3. There were no reported complications or device malfunctions.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR report# 3003742446-2006-00442 and 3003742446-2006-00443.